Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up after sending remotely multiple alert transmissions. The device was exhibiting post-paced t-wave oversensing on the ventricular channel via review of stored egm. The patient did not receive inappropriate therapy during the oversensing. Another event was also noted for intermittent atrial loss of sensing. The device was not sensing the p-waves due to amplitude variation. This cause atrial pacing that subsequently blanked a portion of conducted r-waves causing post-sensed t-wave oversensing. Programmed changes were made to resolve both issues.